Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, d4.

Event description:
Hcp additionally reported, the event of subconjunctival hemorrhage began immediately after implantation and patient was provided treatment of pressure patch.

Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformance's noted. The event is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported clinical patient implanted with xen®45 gts in right eye. On pod1, patient experienced "subconjunctiva heme, corneal folds at 0.5+/trace, and hypotony with iop less than 6 mmhg" and was provided treatment of atropine. On pod6, event of hypotony noted as resolved. On pod12, event of corneal folds noted as resolved. On pod27, patient experienced "bcva loss of 2 or more lines...only read to 20/80 line despite manifest refraction" and event of conjunctival hemorrhage noted as resolved. Device remains implanted.

Event description:
Additional information reported on pod27, patient experienced bcva loss of 2 or more lines...only read to 20/80 line despite manifest refraction has been resolved.

Manufacturer narrative:
Previous emdr submission noted vision abnormalities as a serious injury. Additional information reported symptom resolved. Abbvie medical safety determined that the event is not considered a serious injury. Additional, changed, and/or corrected data: b1, b2, b5, h1.